Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information related to a simplygo oxygen concentrator. The user alleges that the battery "has a readout that it has been discharged," device will not turn on and clicks off. The use alleges that the battery is hot to the touch, material is soft to the touch and will not charge. The device and battery are out of warranty. The user alleges they plan to order a new battery through their doctor. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.